Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) performed service visits and corrective actions. The fse replaced the reagent probes, adjusted all probes, verified the cell rinse volume, adjusted the gear pump pressure, cleaned the rinse nozzles, adjusted the ultrasonic mixer (usm), replaced the halogen lamp, and cuvettes. After that, it was confirmed that the qc results looked good, and an hwpc passed for both rotors. Because no further update is available after the fse's intervention, it is assumed that the fse's intervention has solved the issue. The investigation determined the issue was hardware-related and the service actions resolved the issue. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of questionable calcium gen.2 results with one patient sample tested on a cobas 8000 c702 module. The initial result was 1.76 mmol/l. The repeat result was 2.12 mmol/l.